Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the seal opens post operatively and there was cutting issue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: bz4212, open sealer/div bz4212 bizact 5mm-12cm, (lot#: unknown), vlft10gen ft series energy platformx1, (serial#: unknown). Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device bizact gei. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively on tonsillectomy, the sealing was completed with no error tone, but with end tone and with evidence of energy delivery and hemostasis was confirmed with no hemorrhaging at the end of the surgery. However, after patient's awakening and extubation by the anesthesiologist, rebleeding of less than 10ml occurred around the tonsils after resection. The bipolar device was set up again, and hemostasis was performed. While the device sealed, when the trigger was pulled, the cut was not clean, as the tissue was being torn. Sensing an abnormality, a device was used. The second one also sealed properly but had the same cutting sensation as the first. The staff obtained the concerned product and set up the device on the surgical drape on-site, pulled the trigger and confirmed that it could cut without any problem. The physician also checked the trigger of this product. Another device was used properly with the same generator. Surgery time was extended for 20 mins.